Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported close door alarms were confirmed through eval. The device was inoperable due to constant door not fully latched alarms which correspond with the reported symptom. This condition was caused by a loose link screw. The link screw were replaced.

Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no pt injury.